Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2011-01203. It was reported that post a stenting treatment procedure, the patient experienced restenosis. During the index, the target lesion being treated was located in the mid right coronary artery (rca). The lesion was (B)(4) stenosed, 3.0mm in diameter and 26mm long. The lesion was treated was predilation and placement of a 3.0x32mm perseus wh stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, it was noted that the patient experienced coronary artery stenosis. The lesion located in the proximal left anterior descending (lad), was treated with the placement of an unknown size taxus liberte stent. The lesion located in the 1st diagonal was treated with the placement of an unknown size taxus liberte stent. In (B)(6) 2011, it was noted that the patient experienced restenosis. The lesions located in the proximal lad and 1st diagonal were treated with placement of an unknown size taxus liberte and promus stents. No patient complications were reported and the procedure was resolved without residual effects.